Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxcontrol vascular closure device (vcd) deployed but patient had to go back in for open surgery as the sealant was not in correct spot and bleeding was not controlled. The patient was admitted for four days. The patient was on brilinta, and vascular access was difficult. Additional information was requested but not provided. The device is not available for evaluation.

Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) deployed but patient had to go back in for open surgery as the sealant was not in correct spot and bleeding was not controlled. The patient was admitted for four days. The patient was on brilinta, and vascular access was difficult. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2502204 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided and due to the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inaccurate placement complete and hemorrhage¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient related events cannot be duplicated in a lab and therefore, without procedural images/films, it is not possible to evaluate the condition reported or establish a definitive cause. It is possible that factors related to the procedure, handling, usage, and/or patient anatomy contributed to the reported event. It is possible that the difficult access reported may have been due to vessel characteristics such as lesions, calcifications, etc. This can lead to improper sealant placement since these characteristics site may prevent proper placement of the balloon, resulting in improper placement of the sealant. In addition, it was reported that the patient was on brilinta, which may have been a factor leading to the uncontrolled bleeding. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Due to the information available, it is very likely that the hematoma experienced was due to the improper placement of the balloon/sealant during the procedure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: pediatric patients or others with small common femoral arteries (< 5 mm in diameter). Patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also, the IFU states during procedure preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ also, the user is instructed during the position balloon step, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or pvd/calcium) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/vein. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.